Manufacturer narrative:
Evaluation summary: the event unit was returned for evaluation. Upon visual inspection, the fragmented septum was identified along with the particulate. The particulate did match the missing portion in the septum. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic anterior resection - "mr (B)(6) was using a hem-o-lock clip applier down the cff73 trocar. There was an audible noise and then as the clip applier tip came into view on the camera inside the patient, mr (B)(6) and staff noticed a piece of black material on the end of the hem-o-lock. Mr (B)(6) removed the clip applier through the trocar immediately with the black rubber material on the end. It did not come into contact with the patient at any time. This has been kept to be sent to head office to be investigated. Mr (B)(6) continued to use the trocar throughout the rest of the procedure. There was no obvious pneumo leak from the port which could suggest significant damage to the seal." Products used through the trocar: johan grasper, hem-o-lock clip applier, diathermy hook. Patient status - "no issue."